Manufacturer narrative:
Additional information. Complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.

Event description:
Additional information was provided on 12/05/2023, where an arthrex employee reported that this event occurred on 10/20/2023 during a ligament cruciate anterior procedure where all fragments were retrieved.

Event description:
On 11/23/2023, it was reported by an arthrex subsidiary employee via sems-06408583 that an ar-1588rt acl tightrope® rts "chinese trap" broke. This occurred during a procedure on (B)(6) 2023 where at the time of uploading the graft with the tightrope system for the femoral fixation, the "chinese trap" broke. The procedure was completed using a second implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.